Event description:
Procedure: hysterctomy reportedly, bleeding occurred after a vessel was sealed. The surgeon cauterized and tied down the vessel to mitigate the bleeding. There was no reported injury.